Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to multiple dislocations and the patient's acetabulum had excess anteversion. During the surgery, a large collection of fluid was noted.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history record review identified no deviations or anomalies in the manufacturing process. The reported devices were used for treatment. Review of complaint history identified no previous complaints for the part and lot combination associated with the head, shell and liner. With the information provided it is likely that the excessive anteversion of the shell contributed to the reported issue; however a specific cause cannot be determined with the information provided.

Event description:
It is reported that a patient's hip arthroplasty was revised due to dislocation. It was noted that the patient¿s acetabulum had excess anteversion. There was serosanguineous fluid correlating with the patient¿s history of instability and dislocation. Small posterior capsule defect and short external rotator defect was noted. Subluxed was very unstable with extension and external rotation. The patient appeared to be impinging with external rotation and extension with the femoral neck on the posterior aspect of the acetabulum. The acetabular component was noted to have excess anteversion. Upon explanting device was noted to be well ingrown. Metallosis (wear marks) was noted on the posterior aspect of the ceramic head correlating with the repeated anterior dislocations and subluxation with the ceramic head rubbing on the anterior rim of the acetabular component.

Manufacturer narrative:
(B)(4). Other device used: catalog #00877503203, biolox delta head, lot #2629820 - manufactured by (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to multiple dislocations.